Event description:
As reported, diagnosis of an aneurysm in the posterior communicating segment of the left carotid artery. Implantation of a 5.5x32 fred diverter was scheduled. A guide catheter was used as the primary support and a catheter for intracranial support. The device was deployed using a microcatheter. During the procedure, difficulty was encountered deploying the device in one of the arterial curves, and angiographically it was not opening properly. Maneuvers with tension on the system and with the microcatheter were attempted without achieving adequate apposition. The device was removed for visual inspection; no damage was evident, and it functioned adequately. A second attempt was made to implant it, but the failure to open persisted in the same curve. Due to the prolonged procedure time, the physician decided not to continue and reschedule the case with a shorter diverter to avoid the segment with the steep curvature. Final angiographic follow-ups were performed. The procedure ended without complications. The case ended with a divisor of smaller length, that is, a change of measurement. The patient was in good health and the device is expected to be returned for investigation. Initially, it was indicated that the case would be rescheduled. However, it was not performed due to administrative issues. The patient was subsequently referred to another institution. The patient was not treated at the institution where the patient was initially admitted. Since the procedure was rescheduled with another provider, the patient's progress is not available.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
See h10.

Manufacturer narrative:
The investigation found the stent returned loaded in the introducer. The stent was advanced into an in-house microcatheter for functional testing and appeared twisted/deformed at the distal end upon deployment, which is consistent with the alleged product issue. The stent body wires were realigned during the investigation and the corrected stent was able to fully expand. The physical evaluation of the device could not identify the conditions or circumstances that led to the deformity, but the damage is consistent with the device experiencing forces that exceeded the implant's yield strength.